Event description:
It was reported to philips that the system did not startup at 00:00 the device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that flex vision pc was not starting up. The fse try to press on button and the system started working normally. The fse checked battery bios: 2.1v and confirmed that the battery was invalid. To resolve the issue, the fse replace the bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.